Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri - eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Impedance - high resistance/impedance high battery impedance, leading to eri.

Event description:
It was reported that the device elective replacement indicator was tripped due to battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.